Manufacturer narrative:
No blank display noted. Unit passed displacement, sleep current measurement, active current measurement, and self tests. Pump downloaded history/trace file properly using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected blank display noted during testing. However, found multiple low battery alarms on event date 08/27/2025 19:56:00.000, 08/27/2025 19:56:08. And multiple failed batt test alarm on 08/27/2025 20:41:10.000, 08/27/2025 20:41:30.000, 08/27/2025 21:03:19.000, 08/27/2025 21:09:23. In traces/file history due to battery low. Cut and open the pump found¿no evidence of physical or moisture damage on the electronic, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, missing display window cover, cracked battery tube threads. Blank display not confirmed. However, multiple failed batt test and low battery alarms on event date in traces/file history due to low battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer stated that no damage to the battery cap or compartment. The customer also reported that the pump was flashing. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (medical device problem code 2885 has been added) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer received battery failed alarm.